Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump displacement test was failed. Customer's blood glucose level was unknown. Customer stated the insulin pump has cosmetic damage. Customer stated the insulin pump does not show signs of physical damage. Customer stated they did not see missing segments during the self test. Customer states the self test was passed and reviewed alarm history no alarm was found. Performed displacement test as insulin pump issue was regarding motor and plunger and displacement test was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill or max fill alarm anomaly noted during testing. Device had cracked reservoir tube lip.